Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that it was unknown if the patient's discomfort had resolved. The affected device was discarded and would not be returned to the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative regarding a patient who was receiving lioresal (2000 mcg/ml at 432.2 mcg/day) via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient's 40 ml pump was replaced with a 20 ml pump on (B)(6) 2018 because it was uncomfortable for the patient. The date that the patient began to feel uncomfortable due to the pump was asked but unknown. There were no patient therapy issues or other symptoms reported. No further complications were reported.